Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 432 mg/dl after a set change and subsequently administered an insulin injection outside the ilet, with guidance to remove the ilet for two hours post-injection. Symptoms included elevated blood glucose. Outcomes included return of glucose to target range per device logs. Investigation included customer follow-up and review of device logs. Investigation of this case revealed insufficient information to verify infusion integrity at the time of the event and no device alerts or alarms. It was concluded that the cause of the hyperglycemia was unclear and that user education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.